Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they got several alerts 50 (patient temperature erratic) and then an alarm 15 (unable to obtain stable patient) in an arctic sun device. They stated the water temperature disappeared then when they checked the probe connection it came back on the screen. Asked if it was possible the patient temperature was what changed, but they insisted it was the water temperature. Explained these alarms were usually indicative of an issue with the probe or cable. Patient temperature (pt) was currently 33.8c which was verified with axillary reading 33.3c. Had flex temperature in cable and patient temperature (pt) was stayed stable on the screen. Advised to obtain a cable from another device and watch for these alerts or alarms to come back. If they did not, then likely the cable needs to be replaced. If they recur that could indicate an issue with the probe, and it should then be replaced or another core source used such as placing a rectal. They were trialing the device and was unsure if there was another device in facility. They wanted to know if they could continue to use the device. Advised the algorithm would make water temperature based on patient temperature (pt), targeted temperature (tt) and rate if applicable. If another cable was not available, they could place a secondary core temperature and carefully monitor to ensure it correlates with the temperature on the device. Advised if the device alerts a certain number of times, it will eventually alarm and stop therapy. Patient temperature (pt) was 33.6c on device at end of call.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they got several alerts 50 (patient temperature erratic) and then an alarm 15 (unable to obtain stable patient) in an arctic sun device. They stated the water temperature disappeared then when they checked the probe connection it came back on the screen. Asked if it was possible the patient temperature was what changed, but they insisted it was the water temperature. Explained these alarms were usually indicative of an issue with the probe or cable. Patient temperature (pt) was currently 33.8c which was verified with axillary reading 33.3c. Had flex temperature in cable and patient temperature (pt) was stayed stable on the screen. Advised to obtain a cable from another device and watch for these alerts or alarms to come back. If they did not, then likely the cable needs to be replaced. If they recur that could indicate an issue with the probe, and it should then be replaced or another core source used such as placing a rectal. They were trialing the device and was unsure if there was another device in facility. They wanted to know if they could continue to use the device. Advised the algorithm would make water temperature based on patient temperature (pt), targeted temperature (tt) and rate if applicable. If another cable was not available, they could place a secondary core temperature and carefully monitor to ensure it correlates with the temperature on the device. Advised if the device alerts a certain number of times, it will eventually alarm and stop therapy. Patient temperature (pt) was 33.6c on device at end of call.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the water temperature disappeared then when they checked the probe connection it came back on the screen. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. Based on the results of the investigation, no additional actions are needed. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.